Manufacturer narrative:
During review of the lot history for lot 520003, there was no record of defects related to this complaint. During manufacturing of this product, inspectors test samples for shield retract force, shield extend force, shield-locking torque, shield/collar spin force, and detach force. The test results are reviewed for each lot prior to release to verify that all testing during production was acceptable and within specification limits. The product cannot be accepted unless the acceptable quality level has been met. A corrective and preventative action was issued to track mdrs. Company did not receive a sample of this defect, the defect can not be confirmed.

Event description:
"Nurse was stuck with a contaminated needle after safety would not pull up after giving an insulin injection."